Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss of stimulation, noting that stimulation went off on (B)(6) 2016. The implantable neurostimulator (ins) was then checked with the patient programmer (pp) and it was found that the ins was off, so the patient turned it back on which resolved the issue. It was also stated that the ins turned off a couple of months ago as well. Indication for implant is movement disorders

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.